Manufacturer narrative:
The v.a.c.® dressing lot number was not provided, and the dressing was not returned; therefore, a device history record review and a device evaluation could not be performed. Based on the information provided, it cannot be determined that the alleged infection is related to the v.a.c.® dressing. Kci has made multiple unsuccessful attempts to obtain additional clinical information. The v.a.c.® dressing was left in place over the manufacturer's recommendation. Therefore, this event is being reported due to potential use error. Device labeling, available in print and online, states: warnings keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternative dressing at the direction of the treating physician. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than non infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: -ischemia to the incision or incision area, -untreated or inadequately treated infection, -inadequate hemostasis of the incision, -cellulitis of the incision area. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2022, the following information was reported to kci by the patient's family member: the patient allegedly developed a wound infection. The wound allegedly had a strong odor and was discolored brown and yellow. The patient was placed on an alternate dressing and completed prescribed antibiotics. The patient had a shark graft that allegedly failed and continued to use the activ.a.c.¿ ion progress¿ remote therapy monitoring system but continued to change the v.a.c.® dressing once a week. The family member requested the v.a.c.® dressing be changed more often (3 times per week). The patient is scheduled to resume v.a.c.® therapy next week. On (B)(6) 2022, the following information was reported to kci by the nurse: on (B)(6) 2022, the nurse practitioner noted the patient developed a deep vein thrombosis in her left leg after knee surgery and prolonged time in external fixator. Left lower extremity wound irrigated and debrided with integra® replacement wound v.a.c.® application on (B)(6) 2022 noted. The patient was ambulating with a walker and denied fever and/or chills. A foul-smelling odor was noted to be coming from the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The left anterior shin wound v.a.c.® was noted to be in place with a large of amount of foul-smelling drainage present under integra®. The integra® was removed, and an alternate dressing was applied. On (B)(6) 2022, the odor was noted to be coming from the activ.a.c.¿ ion progress¿ remote therapy monitoring system. No documentation noted of a wound culture and no documentation noted of a graft and/or graft failure. She stated the physician assistant was not available for further information or clarification. No additional information was provided. On (B)(6) 2022, the following information was reported to kci by the nurse: on (B)(6) 2022, the patient's graft failed and was started on antibiotic therapy on (B)(6) 2022. On (B)(6) 2022, during office visit, there was no foul odor, therefore no infection present, with decreased maceration. The nurse was unable to verify if the activ.a.c.¿ ion progress¿ remote therapy monitoring system had any relationship to either event and left notice for the physician regarding inquiry of the causative effects between the activ.a.c.¿ ion progress¿ remote therapy monitoring system and the graft failure and infection. Review of kci records received (B)(6) 2022: the patient was noted to be a high risk for infection and prior history of delayed wound healing with presence of co-morbidities. The v.a.c.® dressing lot number was not provided and the product was not returned; therefore, a device history record review and device evaluation could not be performed. The alleged graft failure is reported under MDR-3009897021-2022-00115.